Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor. The insulin pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer reported that they received a button error alarm. The customer's blood glucose was 7.9 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.